Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing spinal headache due to dural puncture during the procedure. The patient had a blood patch. The patient was reportedly doing well.